Event description:
Product labeling problem - external box of the secur-fit plus max 127 degree neck angle hip stem, size #9 does not clearly identify the distal diameter. In this case, at 15 mm, diameter stem was requested, but a 13 mm diameter stem was retrieved by the vendor rep. Internal packaging is more clear.